Event description:
Per the clinic, the patient developed an infection around the implant site and was treated with oral antibiotics commencing on (B)(6) 2010. Subsequent infections and treatment with oral antibiotics reportedly occurred (dates not reported) and on (B)(6) 2010, it was noted that the fixture lost osseointegration. On (B)(6) 2010, the patient underwent revision surgery to access the sleeper fixture.

Manufacturer narrative:
(B)(4). Device is unavailable for analysis.